Manufacturer narrative:
Per tandem diabetes care user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 40 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids and saline. Low bg resolved with no injury. Customer was discharged the same day. Technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to continue to monitor bg and consult with a healthcare provider for additional assistance if necessary. Caller understood and acknowledged.